Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining, intermittently, high sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer two to three hours after calibration. Several elevated na results were reported out of the laboratory and were amended by subsequent results. The customer did not provide specific patient information, but stated that upon repeat, the amended na results were typically 4-5 mmol/l lower. Treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer was dispatched, removed the flowcell, cleaned with bleach, and replaced the carbon bridge. The fse also noted that the customer's qc range was too wide. As of (B)(6) 2010, the customer has tightened their qc range.